Manufacturer narrative:
The sureform 60 stapler instrument was received and the instrument was found to have the snake wrist cover torn. There was a large portion of the wrist cover is missing.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, a fragment from a sureform stapler 60 instrument fell inside the patient. The fragment was retrieved during the same surgical procedure. No additional surgical intervention was required and the procedure was completed robotically. The patient has not returned to the hospital due to post-surgical complications.